Event description:
On (B)(6) 2011: the physician's office manager telephoned cutera reporting a pt developed "a blister that resulted in a scar" after receiving a laser vascular treatment with nd: yag 1064nm laser to "left side of the nose". The office manager reported the area "has resolved with laser genesis and pearl fractional treatments".

Manufacturer narrative:
Dr's office states that pt rec'd a total of "443" pulses to upper and lower, anterior and posterior legs. Dr.'s office reports that pt did not develop or report any incidents in this anatomical area. Treatment settings for legs were recorded as "(B)(4)". Left nare was recorded as "(B)(4)"; number of pulses = "10". Dr's office reports pt "had clear drainage for left side of the nose" that resulted in a "scar". The treatment provider reports using "laser genesis and pearl fractional" laser treatments to treat the scar. The treatment reports that the area "has resolved" with no further intervention. There were no reported blisters or adverse events experienced on the legs after 443 pulses were applied. Pt reported "1 scar" on "left nare", 10 pulses were applied to the area. The device did not malfunction during the treatment. The laser was serviced 10 months prior to the reported adverse event and then was not serviced again until 3 months after the reported adverse event. This is a reportable event as evidenced by the dr's report that the injury required "laser genesis and pearl fractional" laser treatment as interventions to prevent permanent impairment of the body structure (left nare). The scar has resolved per the dr's report.